Event description:
It was reported that purewick urine collection system was not suctioning. No noise. Also confirmed that there was a light indicator that the item was turned on. They tried plugging in different outlets but that was still not working as expected.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The reported event is addressed within the labeling as it states: initial setup. 1. Place the purewick urine collection system (a) next to the bed or chair where it will be used. It must be close enough for the collector tubing with elbow connector (g) to easily reach the user and should be placed on a stable, even surface. For optimal results, position the purewick urine collection system either on the floor or as close to the floor as your facility¿s protocol will allow. Note: the purewick urine collection system should be stationary while in use. Device is not designed to be used while in transport. Caution: avoid creating a tripping hazard with the collector tubing or power cord. 2. Plug the purewick urine collection system power cord into device outlet (b) and into an ac power outlet. Note: the device should be positioned for easy access to the ac inlet and power cord. Note: make sure the power switch is turned off before connecting the power cord. 3. Place the collection canister (c) in the purewick urine collection system base and press down firmly on the lid making sure the lid is sealed. Attach the pump tubing (d) to the purewick urine collection system connector port (f) and the connector port (e) on the collection canister lid. 4. Attach the collector tubing (g) to the connector port (h) on the collection canister lid. Caution: it is important that the port connections be connected correctly and securely for proper operation of the purewick urine collection system. 5. Turn on the purewick urine collection system by pressing the on or off switch. The purewick urine collection system is working when the switch lights up green and the device makes a soft humming sound. 6. Connect the other end of the collector tubing securely to a purewick external catheter (I). The system is now ready for use. Replace the canister and tubing for each patient according to useful life: ¿ every 60 days for pwkit03 canister and accessories (this kit includes a canister without handle). ¿ every 90 days for pwkit03h canister and accessories (this kit includes a canister with handle). If you notice any of the following, replace immediately: - canister or tubing has residual urine build-up. - canister or tubing appear cloudy. - canister or tubing appear discolored. - canister becomes cracked. - tubing becomes torn. - purewick external catheter no longer securely connects to collector tubing failure to clean and/or replace accessories may affect the performance of the system. Troubleshooting: 1. Check that the power cord is plugged into the purewick urine collection system and to an electrical outlet. 2. Ensure the electrical outlet is functioning by plugging in another electrical device. 3. Ensure tubing connections are connected properly. 4. Check collector tubing for blockage or flow restriction such as pinched or kinked tubing. 5. Ensure overflow stop valve in collection canister lid is open. The valve floats to the top when the collection canister is full. The stop valve may close if the lid or canister is tipped sideways or upside down. Disconnect tubing and gently shake the lid to reset the valve down to the open position. 6. Ensure collection canister is sealed with the lid tightly closed. 7. Verify suction by disconnecting purewick external catheter from the collector tubing and placing the end of the collector tubing into a cup of water. If water easily flows into the collection canister replace the purewick external catheter. If the purewick urine collection system is not functioning properly after performing the troubleshooting steps, the device may have reached the end of its useful life. With normal use, this device shall remain safe for the useful life. Do not use the device if it is damaged or defective, including, but not limited to the following: - cracks. - separated housing. - not suctioning properly or no suction. - damaged power cord. The purewick urine collection system (pw100 and pw200) contains electrical and/or electronic equipment, a DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Correction: e. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that purewick urine collection system was not suctioning. No noise. And also confirm that there was a light indicator that the item was turned on. They tried plugging in different outlets but that was still not working as expected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.